Event description:
Allegedly, revised due to periprosthetic bone fracture. Right side.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00125.